Manufacturer narrative:
The customer's complaint that the secondary back flowed into primary could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "with new alans pump tubing, pump was set up for secondary daptomycin to infuse as taught, it was to be higher than primary the pump was set, and as rn was sitting my room, rn watched the gtt chamber show the first few gtts and let me know it was infusing then the rn noticed the secondary quickly emptied (faster than normal) and the lower primary IV bag which was saline, was yellow (the color of the dapto) and the primary bag was overfilled." An incomplete date of event of (B)(6) 2019 was provided. The customer further stated that there is no additional event information available.